Manufacturer narrative:
Exemption number e2016032. (B)(4). Manufacturers ref# (B)(4). (B)(4). Summary of investigational findings: investigation is based on event description and imaging review (CT scan, ultrasound, venogram and x-ray). The tulip filter was placed for an acr/sir appropriate indication of current pulmonary embolism with planned surgery. Venogram confirmed normal ivc anatomy with appropriate placement of an infrarenal tulip filter without evidence of significant tilt or immediate perforation. Follow-up CT scan demonstrated interval development of a grade 3 interaction with the duodenum, involving a primary filter leg. There was no evidence of pericaval inflammatory changes in this region. Furthermore, per the complaint report, there is no description of any symptoms that could be attributed to this perforation. Two additional primary filter legs demonstrated grade 2 interactions extending into the pericaval fat and the final primary filter leg demonstrated a grade 1 interaction. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. No evidence to suggest that this filter was not manufactured according to specifications and nothing indicates that it did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog #: igtcfs-65-1-jug-tulip. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: on (B)(6) 2016, the patient received a günther tulip® filter. The primary reason for filter placement was a current pulmonary embolism (pe) with no contraindication to anticoagulation, but an added risk due to a surgical or endovascular procedure. The inferior vena cava (ivc) diameter at the intended filter location was 15.3 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a günther tulip® filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast after filter placement. The angle of filter tilt was 6 - < 11 degrees. On the post-procedure x-ray ((B)(6) 2016), the site reported no evidence of filter fracture, embolization, or migration. Filter tilt was 6 - < 11 degrees. On (B)(6) 2017, the 12-month follow-up clinical assessment, CT of the abdomen and pelvis, and ultrasound were completed. Filter retrieval was not scheduled due to an ongoing risk for pe. There was no evidence of filter embolization and a grade 3 filter leg interaction with the ivc wall. The ultrasound revealed no evidence of thrombus in the ivc, pelvic veins, or lower extremities. On (B)(6) 2017, the 12-month follow-up x-ray was completed. There was no evidence of filter fracture, embolization, or migration. Filter tilt was 6 - < 11 degrees. Patient outcome: the patient remains in the study.